Event description:
Pt completed a stable hemodialysis treatment, bp 119/63. Pt stood to have bp checked again, developed sudden loss of consciousness. Attending clinical staff was unable to palpate a pulse. Staff initiated CPR compressions and applied zoll AED electrodes. Zoll AED advised "shock", and staff pressed "shock" button. Zoll AED readout stated that shock was delivered, but staff did not perceive a clinical/physical response from the pt, e.g., no muscle contractions from the pt. CPR continued for approx three add'l minutes and a pulse was palpated. Zoll AED advised "continue CPR", but pt had bounding pulse. First responders arrived and pt was transported to hospital with pulse present. Clinic was later notified that the pt expired after admission to the hospital.